Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Were any concomitant procedures or implantation of other devices performed? Were there any intra-operative complications? Onset time of the obstructive voiding from the index procedure? What was causing the obstruction? Is a remaining vaginal portion of tape planned to be removed on ¿(B)(6) 2018 ¿? What is the indication to remove a remaining vaginal portion of tape? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Other relevant patient history/concomitant medications product code and lot number?

Event description:
It was reported that the patient underwent an unknown gynecological surgical procedure on (B)(6) 2001 and the mesh was implanted. The patient experienced obstructed voiding since operation. The patient underwent a midline division in 2015. Additional information has been requested.